Manufacturer narrative:
This spontaneous case was reported by a health professional and describes the occurrence of abdominal pain lower ('lower abdominal pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), swelling ("swelling") and genital haemorrhage ("bleeding problem"). The patient was treated with surgery (removal of the uterus and tubes under laparoscopy). Essure was removed. At the time of the report, the abdominal pain lower, swelling and genital haemorrhage outcome was unknown. The reporter provided no causality assessment for abdominal pain lower, genital haemorrhage and swelling with essure. The reporter commented: on (B)(6) 2013, the essure was inserted without any problems in hysteroscopy. Amendment: the report was amended for the following reason: this case will be deleted from bayer pv database. Nullification reason: it was identified as duplicate of case (B)(4). No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a health professional and describes the occurrence of abdominal pain lower ('lower abdominal pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), swelling ("swelling") and genital haemorrhage ("bleeding problem"). The patient was treated with surgery (removal of the uterus and tubes under laparoscopy). Essure was removed. At the time of the report, the abdominal pain lower, swelling and genital haemorrhage outcome was unknown. The reporter provided no causality assessment for abdominal pain lower, genital haemorrhage and swelling with essure. The reporter commented: on (B)(6) 2013, the essure was inserted without any problems in hysteroscopy. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.